Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported thrombus, as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. Per additional information, the clinic will not provide any patient related information. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 29apr2020. The heartmate 3 lvas IFU is currently available. The heartmate 3 lvas patient handbook is also currently available. Section 1 of this document lists device thrombus as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 "patient care and management" lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 5 of the patient handbook entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the pump flow was almost 0 l/min and a CT showed thrombus at the outflow graft. Surgery was performed but no further details were provided by the customer.